Manufacturer narrative:
Findings: delivered a manual bolus of 10 units and hit the menu button with the suspend delivery option at the top of the menu selection. No menu anomalies noted during testing. All buttons function properly; no damage to keypad traces and connector. Was not unlocked during visual inspection. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump would not show suspend. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.